Event description:
A surgeon reported the following bilateral intraocular (iol) implant surgery, a patient sees an "x" in his vision when driving down a dark road with oncoming headlights; also, when one eye is closed, he sees only half of the "x" . In a follow-up, the surgeon reported the event continues. He also stated that the lens "looks perfect" and that the patient's uncorrected vision is "great" (ucva 20/20 to 20/25). There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/15/2009 and 06/22/2009 by phone, fax, and mail. A completed questionnaire was received on 07/02/2009. This report was mailed to FDA on: 07/10/2009.